Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm or perform the self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. However, the insulin pump passed the currents test. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window. The insulin pump was missing the address serial label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer also received a number alert that lasted a few minutes but was unable to remember what it was. She assumed it was a motor position encoder error. They were not able to verify the alarm in the alarm history because she could not get into the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.